Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) had the seal peel off the end of the delivery tube before it was inserted into the aorta. A new device was used to complete the procedure without any problems. There was no delay. There was not patient harm.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 12/03/2024. An investigation was conducted on 12/16/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal was loaded in the delivery device with the seal unraveled. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no other visual defects observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.47 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "unraveled material" was confirmed. The lot # 3000409172 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.